Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 19-jan-2026 and investigation completed on 22-jan-2026 this MDR is being submitted as the initial report. Complaint investigation results upon review of the event description and assigned malfunction code leakage from infusion site - not device related, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The leakage was at the cannula site. The patient was admitted to hospital due to high blood glucose level (635 mg/dl), diabetic ketoacidosis (dka) and a trace of ketones, the patient was treated with insulin drip and fluids. No further information available.